Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported the device was not charging the ins. It was stated the screen just spins on looking for the device and he was hearing the controller clicking. They could not troubleshoot due to lack of access to product. Patient services reviewed he needed to call back when he was with his wife, so we could determine the issue with the equipment. Additional information was received on (B)(6) 2018 from patient. They tried to recharge and got looking for device again, had him disconnect the recharger and reconnect, got same issue. A replacement controller would be sent to patient, the controller would not find the implant. No further complication and no symptoms were reported. Additional information was received from the consumer via a manufacturing representative (rep).rep stated that patient was still having difficulties charging. They tried to recharge with the new recharger provided but they could not get past screen 16: reposition. Rep stated the ins is too deep. Rep stated the ins is off and it was assumed that ins is likely discharged. Patient is unable to connect to their ins to recharge. Patient stated therapy worked for a month and stopped. Rep tried to interrogate with tablet no connection. Tried to connect with recharger no connection. Tried to switching out remote from trunk stock, no connection. The issue has not been resolved at the time of this report. Patient to be evaluated with health care professional (hcp) for potential pocket revision. No surgical intervention has occurred. Unknown if surgical intervention is planned. No further patient symptoms or complications were reported in this event.

Event description:
Additional information from representative was received. Rep stated the cause of the recharging issues and lack of therapy was not determined. When asked steps to resolve recharging issues and lack of therapy, rep stated they tried to interrogate with tablet, no connection. They tried to connect with recharger and no connection. Patient called patient services (pss) and received new remote, they were unable to connect. It was mentioned they tried switching remote from trunk stock, no connection. No surgical intervention had been scheduled. It was noted the issue of recharging and lack of therapy had not been resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.